Event description:
It was reported that during an implant the lead had poor sensing and required the lead to be repositioned multiple times. Because the patient had difficult anatomy, it is believed that the frequent lead repositioning caused a significant amount of torque to build up on the lead and eventually, the helix became extremely resistant to being extended and retracted. The doctor decided not to use the lead and implant a new one. The patient did not have any complications from the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.